Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found one hypotube kink at 187mm from the end of the hub. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-jul-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 90% stenosed, 16mm in length, concentric target lesion was located in the mildly tortuous, mildly calcified, and 3.50mm in diameter right coronary artery. The lesion contained >45 and <90 degrees bend. A 16 x 3.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using a different device and post-dilatation was performed using a 2.20x20mm balloon catheter. No patient complications were reported. However, returned device analysis revealed stent detached.